Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six shocks due to an atrial driven arrythmia with rapid ventricular response (rvr). It was stated the therapy was exhausted and the rhythm was not converted. It was observed that initially the v-v intervals were correlated, however the rhythm became uncorrelated in the ventricular tachycardia (vt) zone, resulting in therapy delivery. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six shocks due to an atrial driven arrythmia with rapid ventricular response (rvr). It was stated the therapy was exhausted and the rhythm was not converted. It was observed that initially the v-v intervals were correlated, however the rhythm became uncorrelated in the ventricular tachycardia (vt) zone, resulting in therapy delivery. This device remains in service. No additional adverse patient effects were reported. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.